Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): fast flow, infusion in 20 hours instead of 24 hours.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(4) to b. Braun melsungen (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.